Manufacturer narrative:
Visual assessment confirmed only the inserter and entire length of suture were returned, no anchor. No damage was observed to the suture. Dimensional assessment of the inserter confirmed it met print specifications. Without the return of the anchor, the reported complaint cannot be confirmed or a root cause determined. No root cause related to the manufacture of the device can be established. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that during a procedure, the anchor broke in the middle and was not removed from the patient. An additional bone hole was required as a result. A backup device was available to complete the procedure. No patient injury or complications were reported.